Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 380 mg/dl and a high level of ketones. Customer's healthcare provider believes the cause to be the pump basal rate settings were too low. Bg was treated with intravenous insulin and saline. Additionally, pump settings were updated. Reportedly, customer left the ER 8 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.